Manufacturer narrative:
Reference ID: (B)(4). The radiography 7000 m is a motorized mobile x-ray system designed for diagnostic imaging of both adult and pediatric patients who cannot be transferred to a stationary x-ray system. It supports imaging of various body parts, including the skull, chest, spine, shoulders, pelvis, extremities, and abdomen, in multiple positions such as sitting, standing, and lying (prone or supine). Philips received a complaint on the radiography 7000m indicating that the customer experienced a loss of drive capability during an urgent clinical situation in which cardiopulmonary resuscitation (CPR) was required for a patient. As a result, the system could not be repositioned or moved out of the way. The device was in active clinical use at the time of the event. There is insufficient information available regarding the patient outcome. This complaint investigation is still in-progress.

Event description:
It was reported that the customer experienced a loss of drive capability on a radiography 7000m system during an urgent clinical situation in which cardiopulmonary resuscitation (CPR) was required for a patient. As a result, the system could not be repositioned or moved out of the way. The device was in active clinical use at the time of the event. There is insufficient information available regarding the patient outcome.